Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in conjunction with an alliance handle in an attempt to break a stone. However, when grabbing the stone the handle cannula broke. The physician shook the working length to release the stone and the basket was pulled out from the endoscope and patient. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of this event.